Event description:
Caller reported the pump housing and usb port were damaged, affecting the ability to charge and causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use mdi as a backup insulin delivery method.